Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received multiple motor error alarms and a motor position encoder error alarm. The customer's blood glucose level was 122 mg/dl. The customer was in a 37 degree temperature room. The motor position encoder error alarm caused the insulin pump to turn off and go black. He was unable to record his settings. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify other alarms in the alarm history due to an over written history file. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.